Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant and bridge were placed in site 13 in type ii bone, the implant was not yet integrated. Clinician performed a bone graft and noted perio disease and a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant and bridge were placed in site 13 in type ii bone, the implant was not yet integrated. Clinician performed a bone graft and noted perio disease and a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.